Manufacturer narrative:
Reference (B)(4). Reference literature article "reactive gliosis mimicking tumor recurrence - a case series documenting MRI abnormalities and neuropathological correlates", by hugh kearney, et al. Event required additional intervention for diagnostic confirmation. Three attempts made to reach out to doctor to determine if a natus device was involved. No response received from doctor.

Event description:
Medical literature article documents suspicion of tumor recurrence post resection after use of a duraform device. Duraform manufacturer not identified.